Manufacturer narrative:
Optical camera and external usb port were not working. Did crosscheck using extra I/o hub. Optical camera and external usb port was able to be used with extra I/o hub. Recommended to replace I/o hub. Performed pm check following pm check list. Event date corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: inadvertently filed with incorrect aware date. Correct aware date is 2018-02-14. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that optical mode was unavailable. There was no patient present when this issue was identified.